Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported unintended movement appears to be due to user technique/procedural circumstances/operational context. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report sleeve steering issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. Noted rotated heart. During the first insertion of the clip delivery system (cds) into the steerable guide catheter (scg), a sleeve steering issue was observed with the cds. The alignment was corrected and the procedure continued. One clip was implanted, reducing mr to 2. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.